Event description:
The customer alleges the system stopped working in the middle of an examination and suddenly no fluoroscopy and exposure was possible on all levels. The user had to switch to another x-ray device.

Manufacturer narrative:
(Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).